Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted due to infection, possibly related to dental work according to the physician. The patient developed endocarditis and vegetation on the competitor right ventricular (rv) lead. No further patient complications have been reported as a result of this event.